Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support arranged for a pump replacement because the pump was not resettable, and the caller expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement because the pump was not resettable. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.